Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that while troubleshooting, generator was not receiving power. Four hundred vdc from battery was traced and voltage was terminated leaving power conversion board. A power conversion enclosure was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power conversion has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, the imaging system became unresponsive while in "initialization please wait" mode. Rebooting the system multiple times did not resolve the issue. It was reported that the imaging system was being used for post-op imaging when the issue occurred. Imaging was aborted for post-op imaging. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Additional information: patient ID, age and gender provided.

Manufacturer narrative:
Patient weight received. Patient identifier: (B)(6).